Event description:
Implant metal (body of implant) fatigue and fractured a portion of implant remains area tooth # 13. Implant healed well. Healing head placed 2000. Implant was restored the following month. Patient was seen for a recall and complained. Occlusion was high on # 13 implant. Patient saw general dentist to adjust occlusion in 2002. Patient called to say implant was loose. It was found that the implant body fractured.